Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.4; date: unk, inratio: 1.2; date: (B) (6) 2009, inratio: 1.0, lab: 2.2.

Manufacturer narrative:
Investigation pending.